Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the last two infusion sets, the tubing snapped out of the site and near the site. No further information available.